Event description:
It was reported that, "when the nurse opened the blisterpack, the wire had already dissociated from the insert. The surgeon tried to combine the wire into the initial position of the insert and tried to insert it onto the tibial base plate. However, he could not lock it on the base plate. Therefore, the surgeon implanted a spare one instead."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.